Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively possible intermittent undersensing of atrial events was noted on the right atrial (ra) lead. It was noted that atrial events occurred in the blanking period causing premature termination of atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.